Event description:
It was reported that during testing conducted by a manufacturer field service representative at the user facility, the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing conducted by a manufacturer field service representative at the user facility the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
During failure analysis, the reported event was duplicated and confirmed during service evaluation. The probable cause of the issue was determined to be a malfunction of the cable assembly.